Event description:
Reportable based on device analysis completed on 01-sep-2022. It was reported that an error and leak occurred. The target lesion was located in the left iliac femoral vein. An zelantedvt clothunter was selected for use. During the procedure, the tip of device was soaking in saline after connecting with the machine after it finished the 12-second priming. Under power pulse mode, the console alerted a check saline supply error and still alerted. There was liquid flowing from the pump. There were no patient complications reported and the patient's status is stable. However, returned device analysis revealed a hypotube break.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an angiojet zelante catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed a severe kink at 104 cm from the tip. Functional testing was attempted; however, the device would not prime. During analysis at the severely kinked location 104 cm from the tip, the hypotube was clearly broken open and completely separated. The xray was used to verify and document the broken hypotube. The device could not be functionally tested due to the extreme damage on the device. A pressure reading was reported before the console would stop the priming process and issue an under-pressure alarm. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was confirmed for under pressure issues related to a broken hypotube. A severe kink was also confirmed.